Event description:
The end user states that the back has a metal rod in it that keeps coming out when you fold it. He states that now it looks as though it is causing the right side to appear to be wearing down.